Manufacturer narrative:
Implant date: estimated based on reported information. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers was not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop and dislodged stent are identified in the labeling as known inherent risks of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following cataract plus trabecular micro bypass stent procedure, the patient presented with a dislodged stent and increased iop postoperatively. Additional information has been requested.